Event description:
It was reported that the customer's insulin pump had unresponsive buttons and alarmed button error. The customer's blood glucose reading was 10.0mmol/l. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. Unable to confirm the button error alarm. The device was unable to prime during the prime test as a result of a loose/flush drive support disk. The unit was received with cracked case at the display window corners, battery tube threads, and scratched screen.